Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; implant date (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead high thresholds. The ra lead was explanted and replaced. The physician suspected that there was premature battery depletion. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.